Event description:
I had the essure birth control device implanted. Ever since I have had a lot of medical issues and was never the same. All over joint and muscle pain, excess scar tissue growth, brain fog (don't really remember that much anymore even started losing long term memory as well as the short term), dizziness (all the time), light headed (all the time), no sex drive, painful intercourse every time, recurring cysts, swelling of uterine area, lack of weight loss, lots of weight gain and hard to get it off even with exercise and dieting, low immune system, nickel allergy, stomach issues, excessive hair loss, trouble sleeping, had to have a surgery that I later found out wasn't necessary which was burning of lining in uterus, and surgery to have them removed.